Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implants impinging on the neuroforamen. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: 1st (superior): ifuse implant, p/n 7040-90, lot# i0a21, manufactured 06/03/14, expires 2019-06. 2nd (middle): ifuse implant, p/n 7045-90, lot# i0a26, manufactured 09/09/14, expires 2019-06. 3rd (inferior): ifuse implant, p/n 7045-90, lot# i0a26, manufactured 09/09/14, expires 2019-06.

Event description:
In (B)(6) 2015, the patient underwent left side ifuse si joint arthrodesis where three implants were placed. The patient had leg pain complaints following the surgery. Some of the implants may have been impinging on the neuroforamen. In (B)(6) 2015, the surgeon performed a revision surgery where she backed out all of the implants approximately five millimeters each. The patient's leg pain complaints completely resolved following the revision.